Event description:
The haptic of the lens bent in the delivery device during insertion into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00242 for intraocular lens used with this delivery device.